Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Facility stated that the fibers were broken in the dialyzer causing blood leak. The leak was visually observed and the machine alarmed. Estimated blood loss was 275-300cc's. Patient did not require any medical intervention. Patient is stable. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.